Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It wa s reported that post MRI when stimulation was turned back on, they had a severe speech problem and it went out. They said normally when stim was turned from off to on there is a little surge of electricity that lasts a second or two and goes away, but yesterday the electric jolt lasted 15-30 seconds. Due to the reaction, they were moved to the ER to ensure they weren't having a brain bleed or stroke. The tests came back negative. It was mentioned the IV of contrast for a CT scan blew out and hurt. Their managing physician was called over and reset the voltage to zero, turned stim off and back on, then slowly increased settings back up. The caller stated this resolved the issue. The caller said they thought the techs did everything following guidelines and was not sure why this happened this time. No further complications were reported or anticipated with this event.